Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. In addition, it was reported that the customer experienced a low blood glucose level that ranged from 39-40 mg/dl. The cause of the low bg was unknown. The customer consumed carbohydrates to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.